Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the partial deployment could not be determined. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, additional clarification was received stating the event involved a self-expanding stent with exposed struts that was detected before use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of the absolute pro stent delivery system (sds), the stent was noted to be dislodged. The sds was not used and there was no patient involvement. The procedure was successfully completed with another device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.